Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal es was deployed. A small hematoma was noted post deployment. After returning to the ICU, the pt experienced a vasovagal episode and was intermittently unstable. On the same day, a cat scan revealed a right retroperitoneal bleed and a possible pseudoaneurysm in the right femoral artery. On the next day, a sonogram of the bilateral lower extremity revealed deep vein thrombosis of the right femoral artery at the groin, a pseudoaneurysm, and a large amount of retroperitoneal hematoma. The physician reported that approx 36 hours post deployment, the pt was taken to the operating room and was hemodynamically stabilized. No further complications have been reported.